Event description:
Reporter alleged obtaining a discrepant blood glucose result of 566 mg/dl back to back with a result of 127 mg/dl on the advantage system when testing was performed less than 10 minutes apart. Reporter indicated that she was not experiencing any hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.